Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. The manufacturer received other source documents for review. The manufacturer received the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the connecting screw of the impactor fractured and fell in the central cavity of the fitmore cup. This part of the screw could only be removed with difficulty. There was a surgical delay of about 20-30 minutes. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Investigation results were made available. It was reported that the connecting screw of the impactor fractured and fell in the central cavity of the cup and was removed with difficulty. There was a delay of 20-30 min. - no further due diligence required as all required information to support the conclusion is available or was already requested. - harm: exposure to anesthesia, minor. - hazard: fragments of a device and/or bone are present in the patient intraoperatively, but are removed before completing implantation. - no relevant medical data has been received. - visual examination: the instrument has been returned for investigation. Handle shows normal signs of usage with scratches and nicks. The connection screw from the adapter part is fractured and received separately. It was not possible to identify the nature of the fracture. There are some wear and deformation visible on the screw itself. It remains unknown if these observation occurred before or after the fracture. - the product is intended for treatment. - the investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, a specific root cause for the reported event cannot be done. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available